Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately three months prior to the secondary intervention, the proximal aortic neck was 18mm in diameter 1 mm below the renal artery, 28 mm in diameter 10 mm below the renal artery, 30 mm in diameter 20 mm below the renal artery and the maximum aneurysm was measured 66 mm in diameter. It was reported that on a follow up CT scan revealed a proximal type I endoleak. Three months later the physician performed an intervention and implanted another manufacturer's aortic cuff in conjunction with four aptus endoanchors (right side), resolving the event. It was also reported that during the intervention, the patient's right common femoral artery had transected. The physician successfully repaired the transection. The physician assessed the transection to be related to the aptus index procedure. No additional clinical sequelae were reported and the patient is fine.